Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/05/2008 by phone. At the consumer's request, the surgeon was not contacted.

Event description:
A consumer reports he is seeing starbursts around lights following intraocular lens (iol) implant surgery and states that his distance vision is becoming blurry again. Approximately two months after his implant surgery, a laser procedure was done. At the request of the consumer, the surgeon was not contacted.